Event description:
This rv lead was implanted on (B)(6) 2003. And was cut internally on (B)(6) 2014, due to tricuspid valve replacement. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).